Event description:
It was reported that complete heart block, hypotension, cardiac perforation and cardiac tamponade occurred. The calcified and horizontal native aortic annulus was 22.8mm in diameter and was tortuous in shape. Vascular access was obtained via a transfemoral approach. A 23mm lotus edge valve was deployed successfully to treat the native aortic valve. Following deployment, the patient developed heart block and then became hypotensive. The patent was intubated. Transesophageal echocardiogram indicated a possible annular rupture into the pericardial sac. The patient went to surgery to repair the tear. After open heart surgery it was determined that there was no annular rupture but rather a perforation. During the hospital stay, a permanent pace maker was implanted. The patient was discharged to a rehabilitation center. It was further reported that the gradient across the new valve is 30mmhg and velocity of 4.2 m/sec. The physician suspects it may be clot. The patient has been put on an oral anticoagulation regimen and will have an echocardiogram at 30 days.

Manufacturer narrative:
B5 describe event or problem - updated h6 patient codes - updated.

Event description:
It was reported that complete heart block, hypotension, cardiac perforation and cardiac tamponade occurred. The calcified and horizontal native aortic annulus was 22.8mm in diameter and was tortuous in shape. Vascular access was obtained via a transfemoral approach. A 23mm lotus edge valve was deployed successfully to treat the native aortic valve. Following deployment, the patient developed heart block and then became hypotensive. The patent was intubated. Transesophageal echocardiogram indicated a possible annular rupture into the pericardial sac. The patient went to surgery to repair the tear. After open heart surgery it was determined that there was no annular rupture but rather a perforation. During the hospital stay, a permanent pace maker was implanted. The patient was discharged to a rehabilitation center.